Event description:
Related manufacturer reference number: 2017865-2022-08812. It was reported that the patient presented to the emergency room due to chest palpitations. The right ventricular (rv) and right atrial (ra) were both dislodged due to twiddler's syndrome. The rv lead also showed no capture. The rv and ra lead were revised on (B)(6) 2022. The patient was stable.